Manufacturer narrative:
(B)(4). The leak was observed to come from the fillport. Lot number 12k004 was manufactured october 4, 2012 - october 5, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the infusor was received for evaluation. A visual inspection and leak testing were performed. No leak was identified at the flow restrictor; however, a leak/backflow was identified at the fillport. Upon a closer visual inspection it was identified that there was a glass fragment approximately 1.9 mm in size trapped under the check band. The leak identified at the fillport will be investigated under (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The leak was observed to come from the flow restrictor.(B)(4).

Event description:
It was reported that leak was observed from flow restrictor of a large volume infusor during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.